Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
This (single sided deafness) user lost the audio processor (ap) two weeks ago and recently came to the clinic to get a new ap. There is no report of any accident or trauma. The user is still within the indication criteria for this device. A CT scan and a follow-up appointment is planned and depending on the outcome possible re-implantation.

Event description:
This (single sided deafness) user lost the audio processor (ap) two weeks ago and recently came to the clinic to get a new ap. There is no report of any accident or trauma. Reimplantation is scheduled for september.

Manufacturer narrative:
According to the received information from the field, a technical device failure is likely. However, to determine an exact root cause an investigation on the explanted device would be necessary. Re-implantation is considered for (B)(6) 2019. This is a final report.

Manufacturer narrative:
Device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the patient experienced intermittent access to sound with the device when pressure was applied on the neck and no trauma or impact to the device was reported. The problems given in the patient report seem to be congruent with the damage found. This is a final report.

Event description:
This (single sided deafness) user lost the audio processor (ap) two weeks ago and recently came to the clinic to get a new ap. While checking the device, the user was not able to hear when the device was stimulated directly with maximum intensity nor when using the new ap. The device has been explanted.